Manufacturer narrative:
Qn#(B)(4). The complaint of misfire/jamming - misaligned staples was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Of these staples, the majority were observed to be pointed toward the proximal end of the stapler. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The root cause of the staple misalignment could not be conclusively determined. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "several staples are fired at the same time and are impossible to use". Additional information states "there was no clinical consequences for the patient, nor was there any [intervention]".

Manufacturer narrative:
Qn#(B)(4) customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "several staples are fired at the same time and are impossible to use". Additional information states "there was no clinical consequences for the patient, nor was there any [intervention]".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "several staples are fired at the same time and are impossible to use". Additional information states "there was no clinical consequences for the patient, nor was there any [intervention]".